Manufacturer narrative:
T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels between 241-301 (mg/dl). Correction boluses were administered to treat bg; however, elevated bg levels persisted. Reportedly, cartridge uses humalog and was changed 3 days prior to event. System check with tandem technical support revealed that pump date was incorrect (showed (B)(6) 2016). Customer's pump date was corrected and customer was reminded that humalog is indicated for use up to 48 hours. Recommendation was made to wash hands prior to bg testing and to change cartridge and infusion set.